Event description:
Medtronic received information regarding a repair request, and no alleged product deficiencies were reported. It was unknown if there was any patient involvement or complications as a result of the event. Additional information received that the bearing was detached during an evaluation.

Manufacturer narrative:
H3: evaluation determined that the bearings were misaligned. The likely cause could not be determined. B3: date of incident or estimated date of incident was not provided to the manufacturer. The notified date is used as the date of the incident until further information is obtained. G3: the aware date is used as the date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.